Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument was difficult to open and the approximating lever broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.